Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Successfully downloaded history files and traces using thus. No pump error alarms noted during testing. Pump error 54 was present in the history download on (B)(6) 2021 10:20:11.000 (file number = 32122, and line number = 1421. Pump error 42 was present in the history download on (B)(6) 2021 10:20:16.000 (file number = 13, and line number = 457. Pump error 3 was present in the history download on (B)(6) 2021 10:20:13.000. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor was tested outside of the pump on the stb3 and motor passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, label damage. Failed device test not confirmed. Pump error 54 was confirmed due to software anomaly. Pump error 3 and 42 confirmed in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version = 4.11j. Retainer ring = black. Case type: ngp. Patient returned pump for an alleged pump error 54,42, 3, and a failed device test observed on (B)(6) 2021. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Successfully downloaded history files and traces using thus. No pump error alarms noted during testing. Pump error 54 was present in the history download on (B)(6) 2021 10:20:11.000 (file number = 32122, and line number = 1421. Pump error 42 was present in the history download on (B)(6) 2021 10:20:16.000 (file number = 13, and line number = 457. Pump error 3 was present in the history download on (B)(6) 2021 10:20:13.000. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor was tested outside of the pump on the stb3 and motor passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, label damage. Failed device test not confirmed. Pump error 54 was confirmed due to software anomaly. Pump error 3 and 42 confirmed in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer also mentioned pump was exposed to magnetic field.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump failed displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.